Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qvg6, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported she had surgery to correct her bladder on (B)(6) 2015 and after that surgery, stimulation seemed uncomfortable and she was unable to sleep. The stim was up too high and it went up too fast which made it uncomfortable. Painful stimulation was noted. The patient wanted to decrease the settings but she did not know how to operate the device; she wanted to meet with a manufacturers' representative. Additional information from the patient's physical therapist reported that the patient's stimulation was on at 2.0v. She wanted to help the patient lower stim due to the reported overstimulation, she reduced it to 1.3v and the patient did not feel it at all. She then increased it to 1.8v and the stimulation was more comfortable. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.